Event description:
The facility reported the tubing leaked. The IV tubing was connected to pt's pic line and then placed into the infusion pump. Two ounces of fluid delivered by pump but hole in IV tubing allowed all the fluid to leak on the floor. The hole was noted to be under the blue slide clamp. The hospital rep stated there was no pt injury or need for medical intervention to prevent serious injury. The medication being administered is unk but it was known not to be chemotherapy or a blood product. Although attempts were made to obtain additional info from the reporting facility, details were not available regarding pt status or demographics. No additional contacts were provided.